Manufacturer narrative:
Correction: describe event or problem additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an syringe shaft difficult to move up and down was not determined because no products or device logs were returned.

Event description:
It was reported that syringe pump drive shaft was difficult to move up and down. A bd clinical practice consultants were able to replicate this on syringe pump. This was reported to bd representatives during site visit. There was no information on patient involvement.

Event description:
It was reported that syringe shaft is difficult to move up and down. Bd clinical practice consultants were able to replicate this on syringe pump that is permanently bolted to pc unit and sent to biomed. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.